Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call that her daughter has been experiencing low blood glucose of 46 mg/dl. Customer indicated that they lost the meter and were unable to check the blood glucose level. Mother does not have the pump with her and is unable to troubleshoot. Mother also declined to troubleshoot the low blood glucose. The customer was advised that the meter would be replaced. The customer was advised to monitor pump and to call back if any further issues.